Event description:
(B)(4) study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2014, the patient presented due to stable angina and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending (lad) artery with 80% stenosis, and was 20 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre dilatation and placement of a 3.50 x 28 mm study stent. Following post-dilatation, residual stenosis was 0%. Five days post-index procedure, the patient was discharged with acetyle salicylic acid and clopidogrel. In (B)(6) 2015, the patient was admitted to hospital for follow up visit and referred for coronary angiography which revealed a 100% stenosis in the proximal lad and isr stenosis pattern 4 was noted which was treated with percutaneous coronary intervention (pci). Following post intervention residual stenosis was 0%. Three days post-hospitalization, the event was considered as recovered/resolved and the patient was discharged on the same day.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).